Event description:
During service testing, the baxter repair technician reported a failure code 810:11. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.